Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the iol ejector ejected lens incorrectly from injector. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.11. The returned sample is not the actual complaint unit. Sample of a different serial number was returned. No clarification was received from the complainant. The root cause for the reported complaint could not be determined. Sample reported in this qs record was not returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).